Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that high blood glucose was experienced and there are small air bubbles in the reservoir. The customer indicated that basal and bolus programming are fine and no bent cannulas and no other alarms. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. No further information was provided.